Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this device history record review. One device sample was received and found in good condition with bleeding liquid crystal display (lcd), and a scratched screen. The customer?s concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification. The root cause of the reported issue is unable to be determined.

Event description:
Additional information indicated this event occurred during testing of the pump. No patient was involved.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump failed accuracy by -51.2%no adverse effects reported.